Event description:
It was reported that the patient had t-wave oversensing (twos) on the right ventricular (rv) lead. It was also noted that the implantable cardioverter defibrillator (ICD)  did not withhold detection as expected. Reprogramming of the configurations was completed and both the rv lead and the ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).